Event description:
On (B)(6) 2010, an acticon neosphincter device was implanted. On (B)(6) 2011, the patient reported "rather constant leakage" and believes her acticon cuff is "too big." As of (B)(6) 2011, the device remains implanted.

Manufacturer narrative:
Additional catalog #s: 72402106, 72402287 and serial #s: (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.